Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Surgeon reported treatment was interrupted by scanner error message. Surgeon reprogrammed the system for a second treatment, to complete case. Post op info provided reflected an undercorrection. On f/u communication, it was learned that the case was retreated twenty days after the first surgery. Post operative uncorrected vision, one day after retreatment, was stated to be 20/20.